Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). Failure (event) observed during analysis. External insulation abrasion was noted at 10.3 to 10.5cm and 14.6 to 15.3cm from the connector pin consistent with friction to the ICD can. External insulation abrasions were noted at 38.9 to 39.2cm from the distal tip, consistent with friction to another device. Internal insulation abrasions were noted at 7cm and 12.8 to 14.1cm from the distal tip.